Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a patient underwent a revision surgery to remove a mobi-c implant after experiencing cervical pain and bilateral upper extremity radiculopathy. The implant was removed and an acdf was preformed. There were no additional patient impacts or surgical delays reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The event is confirmed with medical records and x-rays received. X-rays did not confirm misalignment or misplacement in this case. The surgeon notes provided also state the x-rays show normal hardware placement without signs of loosening and no acute abnormalities appreciated. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.